Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alarm. The customer¿s blood glucose level was 293 mg/dl at the time of the incident. It was reported that insulin continues to drip after motor stops during manual prime process. The customer stated that insulin was squirting out during the manual prime process and unable to exit the preparing to prime loop. The insulin pump was not dropped or bumped prior to the alarm. The customer stated that the drive support cap was flushed. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.